Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer on 8/8/2016. Evaluation is currently underway. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and at a skilled nursing facility at the time of the event. Ems was attempting resuscitation on the patient at the time of the event. Prior to the patient's passing, the patient received an inappropriate treatment. The treatment was delivered at 7:43:43 am on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. While monitoring the patient, no vt or vf was detected. There is no evidence that the inappropriate treatment caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatment.